Event description:
Female with history of bilateral mastectomies for ductal carcinoma in the right breast. She did require radiation and chemotherapy for the cancer. She developed pain and discomfort with the breast implant along with being misshaped. She had reoccurrence of the cancer requiring a second surgery to remove the cancer. Patient only had one implant placed. The implant was removed and it is part of the voluntary recall for allergan.